Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of shuts down. The unit was triaged and the customer¿s reported condition was confirmed. The pump was observed to have three damaged components, which is unlikely that all three were defective by causes other than a user. Therefore, the root cause is categorized as customer misuse. A review of the device history record shows that this unit was manufactured in 2007 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the unit shuts down.